Manufacturer narrative:
The investigation for this device is not yet complete. Also, add'l info has been requested from the initial rptr. An update will be provided when the investigation has been completed.

Event description:
The dentist reported that the implant failed to osseointegrate at tooth location #5. No add'l info was provided.